Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure a pericardial effusion occurred. After mapping for approximately 1 hour in the left ventricle, the catheter was noted to move outside the geometry. The patient became agitated and an echocardiogram revealed a small pericardial effusion. A pericardiocentesis was performed but ultimately the patient was transferred to the operating room for surgical repair of the perforation within the lateral left ventricle. The patient remained in stable condition. There were no performance issues with any abbott device.